Event description:
It was reported that the patient's device was beeping and the physician inquired as to whether medtronic had any record of what alarm was causing the beeping. They indicated that the patient is not on the carelink system. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.